Event description:
Boston scientific received information that during a changeout procedure this implantable lead was stuck in the header of the associated device. The lead had to be cut, capped and replaced. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.